Event description:
Customer reported unexpected negative reactions with a vial of anti-d (monoclonal blend) series 4 and weak reactivity with another vial of the same lot when testing a patient sample at the weak d phase. Methodology is tube testing. The event was discovered when fetal screen performed on the sample resulted positive.

Manufacturer narrative:
Returned and retention vials of anti-d series 4, lot 504692, were tested with various rh phenotypes, including weak d cells. The expected reactivity was observed in all testing. The customer's returned samples were tested with the returned and retention anti-d series 4, lot 504692, and with other manufacturers' anti-d blood grouping reagents. No reactivity was observed at is and 37c test phases, and very weak to weak reactivity was observed at iat with all anti-d reagents tested. The samples typed as d+w. The event appears to be related to the nature of the sample.